Event description:
A bipolar cord (wolf-brand) during a robotic surgery procedure - spark was seen, then smoke. The cord broke off at junction where it plugged into the bovie machine. Manufacturer response for wolf bipolar cord, (brand not provided) (per site reporter): he talked to clinical engineering.